Event description:
Pt said display on one of his solis pump shows diagonal lines and he cannot read anything on the screen. He said he turned the pump off and on and it still didn't resolve. He said he waited for his mix to end and then switched to his other pump that is working. He said there was no interruption in therapy and the infusion is fine with no issues. Malfunctioning pump serial number: (B)(6). Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved.